Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer's insulin pump had no delivery alarms repeating too often even during manual priming without the reservoir. The customer's blood glucose level was 6.2 mmol/l at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.